Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively; however occurrences of dry eye are inherent to lasik and other refractive surgeries and are not indicative of a malfunction. (B)(4).

Event description:
An optometrist reported that eleven months following bilateral lasik, the patient presented with dry eyes and moderate to severe papillae. The patient reported that she felt her eyes were no longer producing tears, and foreign body sensation. The patient was treated with punctual plug insertion and eye medication. The patient did not present for the follow up visit, and expressed that she would seek a second opinion. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.